Event description:
The field service rep (fsr) reported that during preventative maintenance (pim) of the device, the system battery back-up went dead after only five mins. One battery was at 10.8 volts and the other was at 12.9 volts; this battery was just installed in (B)(6) 2012. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This was noted when the fsr turned on the system while performing at a noticed of field change correction. The fsr is replacing both system batteries.